Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via a crossover approach, the guidewire allegedly got stuck and the pta balloon was unable to be advanced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta balloon was received for evaluation. During visual evaluation, the strain relief was noted to be dislodged from proximal end of y-body and not returned. During functional evaluation, the sample guidewire lumen was flushed successfully. The patency of the guidewire lumen was then tested using an in-house guidewire but the catheter was inadvertently punctured during advancement. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported guidewire advancement failure as functional testing for the guidewire could not be performed. However, the investigation is confirmed for the identified strain relief dislodgement as the strain relief was noted dislodged and not returned. A definitive root cause for the alleged guidewire advancement failure and identified strain relief dislodgement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via a crossover approach, the guidewire allegedly got stuck and the pta balloon was unable to be advanced. There was no reported patient injury.